Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Before implantation, it was confirmed that both "a pacing polarity" and "v pacing polarity" were not displayed in implantation auto detection section after having deactivated auto-implantation feature. The same behavior was observed during a second interrogation. Therefore, another pacemaker was implanted.